Manufacturer narrative:
(B)(4). Eval of the returned product revealed the alarm powered on. The nurse call and custom recording did not pass functional tests. The nurse call light stays on while the unit is in the monitor mode. The alarm does sound properly when it should. (B)(4).

Event description:
Customer reported that the alarm has power, but when it's connected to the nurse's station it continuously alarms. There was no pt incident or injury reported.